Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, tracking and trending data, historical performance and product labeling. Complaint trending report review determined that there is no non-statistical or adverse trend for the product for the complaint issue. A review of world wide data confirmed no systemic issues for the product. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported a (B)(6) anti-hbs result of (B)(6) in a newborn when processing on the architect i2000sr. Additional testing with (B)(6) was (B)(6). No impact to patient management was reported.